Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was not returned for analysis. The investigation determined the reported hub leak appears to be related to a potential product quality issue. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the proximal femoral artery that was non tortuous, non calcified and 100% stenosed. Pre-dilatation was performed using the armada 35 6 x 250 mm percutaneous transluminal angioplasty catheter. The balloon was inflated to 8 atmospheres, but there was a leak between the shaft and connection cannula and pre-dilatation was unsuccessful. Another same size armada balloon was used, but the exact same issue was observed. The procedure was completed using another balloon. The patient was discharged from clinic after the treatment. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.